Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to emergency room while in cardiac arrest. The patient expired one day later. The primary cause of death was the cardiac arrest attributed to ventricular fibrillation waves being undersensed and the device not able to deliver therapy. The undersensing occurred based on the programmed settings and declined sensing amplitude. It is unknown if there is a secondary cause of death. The device was explanted.